Event description:
The lay user/pt contacted lifescan in 2005 and alleged that her one touch ultra test meter was not working. The medical affairs specialist was unable to reach the pt the next day. A letter was also sent. The pt had reported that the subject meter was turning on, but "does not work." It is not known as to how long the pt was having this issue and since when was she not able to test on the meter. She did not have the meter with her at the time of the call and therefore troubleshooting could not be completed. The pt had also reported that she had passed out and was taken to the emergency room. A prestige meter result reported was 25 mg/dl (it is not clear if this was the ER meter result). She was given juice and glucose at the ER. Prior to receiving medical attention, she did not take any actions following the use of the meter. Although there is insufficient info regarding the events leading to the pt passing out and the emergency room visit, this complaint is reported because the pt alleged that the meter "does not work" and she passed out. She was treated for hypoglycemia at the ER. A replacement meter, control solution, and test strips were sent to the lay user/pt.